Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was starting therapy and the arctic sun device primed and stopped. Nurse stated that the system hours were 4384, pump hours were 4184, initial inlet pressure was -0.4psi, circulation pump command was 100 percent and flow rate was 0lpm. Nurse disconnected and reconnected pads using proper technique. Now the flow rate settled at 3.2lpm. Per customer email response 20-jul-2022, there was no patient impact and therapy were completed with no further issues. The arctic sun device would be sent to the depot for 2000 hours maintenance. Per sample evaluation result received on (B)(6) 2022, the device came in for 2000 hours preventive maintenance, during decontamination the unit primed to fill. Biomed installed test mix pump to cool and the shell has stripped in it. Per sample evaluation result received on 22-aug-2022, the device had failing circulation pump.

Event description:
It was reported that the nurse was starting therapy and the arctic sun device primed and stopped. Nurse stated that the system hours were 4384, pump hours were 4184, initial inlet pressure was -0.4psi, circulation pump command was 100 percent and flow rate was 0lpm. Nurse disconnected and reconnected pads using proper technique. Now the flow rate settled at 3.2lpm. Per customer email response (B)(6) 2022, there was no patient impact and therapy were completed with no further issues. The arctic sun device would be sent to the depot for 2000 hours maintenance. Per sample evaluation result received on 10aug2022, the device came in for 2000 hours preventive maintenance, during decontamination the unit primed to fill. Biomed installed test mix pump to cool and the shell has stripped in it. Per sample evaluation result received on 22aug2022, the device had failing circulation pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.